Event description:
During surgery the edge of implant has broken. Surgeon removed broken implant (the surgery delay about 45 minutes).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by the manufacturing supplier confirms fracture of the ceramic insert. The density of the insert was analyzed and found to be according to the specification valid at time of production. The microstructure of the insert as obtained from the quality documents accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Primary regular metal transfer cannot be found equally distributed on the insert. The existing metal transfer on the transition I/j indicates a misaligned position of the insert. The fracture occurred due to a point contact. The root cause is attributed to user error. Review of applicable device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.